Event description:
It was reported that when an asymptomatic patient presented in clinic for routine follow-up, the right ventricular lead exhibited increases in pacing lead impedance and capture threshold. The impedance and threshold values had remained stable at the higher values for several months and were unaffected by pocket manipulation and isometrics. The upper impedance limit was lowered and the patient will continued to be monitored remotely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.